Event description:
It was reported that a catheter revision took place in which a catheter was being spliced back together. No further details were available at that time. It was not provided what medication this device system had delivered. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8590-8, serial# unknown, product type accessory product ID neu_unknown_cath, serial# unknown, (B)(4).